Manufacturer narrative:
Explanation of unknown info: a1,a4,b3,b6,b7,d7,d8: a questionnaire was sent to reporter on 10/14/1997 requesting the unknown info. No response was received. Evaluation codes: the plate was evaluated by the mfg site where it was determined that all parts met specification at the time of MFR. In addition, an independent metallurgist also evaluated the product and found no inclusions within the metal or other anomalies to be present in the spine plate. The presence of striations on the fracture surfaces indicated that fatigue was the cause of the spine plate fracture.

Event description:
Plate broke.